Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information d9 date device returned - addition information g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information h3: device evaluation by manufacturer - addition information h6: adverse event problem - addition information.

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and failed due to detached sensor wire. The allegation was confirmed due to the finding of a missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.